Event description:
"Caller alleged discrepant results compared with another meter. Results as follows:" date: (B)(6) 2010, inratio: 1.3, 2nd meter: 2.1. Last week's result was 2.5. Patient is having some difficulty obtaining sample.

Manufacturer narrative:
Investigation pending.